Event description:
A report was received that the patient had to charge the implant more frequently. The physician suspected device malfunction. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient had to charge the implant more frequently. The physician suspected device malfunction. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
(B)(4). The returned ipg was analyzed and no anomalies were found.

Event description:
A report was received that the patient had to charge the implant more frequently. The physician suspected device malfunction. The patient underwent an ipg replacement procedure and was doing well postoperatively.